Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465, UDI# (B)(4) and 510k# k050082 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy; and underwent unilateral open door laminectomy. On an unknown date, post-op, it was checked by MRI that the screw on the lamina side had backed out. In the surgeon¿s opinion, there might be no problem because the plate is firmly fixed. There is no plan to perform a revision surgery at this point.